Manufacturer narrative:
The device was received for evaluation. During functional testing, a false air in line alarm were verified through a review of the event history log but not reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of specification upstream sensor. The ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed false air in line. This occurred during testing at the emergency room. There was no patient involvement. No additional information is available.